Event description:
Unsuccessful lead attempt. Coronary vein too small. Phrenic nerve/diaphragmatic stimulation (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).